Event description:
The customer obtained falsely depressed results for multiple assays on the architect c16000 analyzer for multiple samples. The customer provided the following initial and repeat results as examples: sample ID (B)(6): sodium 106 and repeat 138 mmol/l. Sample ID (B)(6): calcium 1.29 and 2.29 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the b-line peristaltic pump tubing and pump, peristaltic head. No additional discrepant result issues have been reported since the parts were replaced. Part number 7-202463-01 pump, peristaltic head (rohs) was determined to be the cause of the issue. The instrument service history was reviewed and no additional service tickets associated with discrepant/erratic results were identified. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Review of manufacturing documentation, complaint and trending data associated with the pump, peristaltic head were reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6). A patient information: all available patient information is included. Additional patient details are not available.

Event description:
The customer obtained falsely depressed results for multiple assays on the architect c16000 analyzer for multiple samples. The customer provided the following initial and repeat results as examples: sample ID (B)(6): sodium 106 and repeat 138 mmol/l. Sample ID (B)(6): calcium 1.29 and 2.29 mmol/l. No impact to patient management was reported.